Event description:
Lenstec received an email stating ""haptic broke on insertion - iol destroyed."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. As the device was not returned for inspection, lenstec was unable to perform a more detailed investigation into this complaint. We are therefore unable to conclude what may have taken place which would have caused the haptic to break during insertion. As such, we are unable to determine a specific cause for this incident.